Event description:
Literature was reviewed regarding 'a challenging case in diagnosing and managing an intrathecal pump malfunction'. The following medtronic devices were used: synchromed pump and catheter. Among patients' adverse events/device performance issues included: one patient's patient presenting with hypertension, diaphoresis, and agitation and a catheter kink had been suspected. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cat, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.